Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed no motor movement alarm. Customer's blood glucose was 65 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. The correct test value was sent from glucose meter and received by device under test the correct test bg values were recorded. No unexpected pump error alarms during testing; the motor was tested outside of the unit and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.